Manufacturer narrative:
(B)(6) (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during pelvic floor reconstruction with uphold lite procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced sciatica pain on the left side. She was treated with hydrocodone and the event has not yet resolved.

Manufacturer narrative:
Additional information: blocks a5: race, b5, b7, and h6: patient codes (below) block a1: complete patient identifier is (B)(6). Block g3: study name: u8090 uphold lite. Block h6: patient code 1994 captures the reportable event of sciatica pain. Patient code 1979 for neuromuscular disorder of left foot drop has been removed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during pelvic floor repair procedure with uphold lite including apical vault suspension and cystocele repair procedure on (B)(6), 2016. According to the complainant, on (B)(6), 2016, the patient experienced sciatica pain on the left side. She was treated with hydrocodone and the event has not yet resolved. ***additional information received on (B)(6), 2018*** on (B)(6), 2018, the patient experienced a neuromuscular disorder of left foot drop. She was treated with physical therapy and the event is resolving. The investigator assessed the event as moderate in severity, not pelvic floor related, probably related to the procedure, not related to the device, and not related to the delivery device. ***additional information received on (B)(6), 2020*** the event of left foot drop was a symptom of sciatica pain and was reported to be resolving.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during pelvic floor reconstruction with uphold lite procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced sciatica pain on the left side. She was treated with hydrocodone and the event has not yet resolved. Additional information received on november 15, 2018. On (B)(6) 2018, the patient experienced a neuromuscular disorder of left foot drop. She was treated with physical therapy and the event is resolving. The investigator assessed the event as moderate in severity, not pelvic floor related, probably related to the procedure, not related to the device, and not related to the delivery device.